Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : the full lead was returned and analyzed; analysis revealed the helix was blocked by the guide tooth. There was blood in/on the helix mechanism and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the lead was attempted but not used because the helix would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.